Event description:
The customer reported the main power cord is damaged.

Manufacturer narrative:
The ge service rep workstation power cable assembly was replaced due to damages. The system was then checked for errors, and is in good working order. No pt injury to report as a result of this service call.